Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had power loss alarm. The customer¿s blood glucose level was 347 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer reports they were unable to clear the alarm. Customer states they did not receive a request to rewind pump. The insulin pump will not returned for analysis.